Event description:
A nurse reported that during intraocular lens (iol) implant surgery the haptic snapped off. The haptic was "cut out of the eye" and the lens was removed. She stated a vitrectomy was performed and there was a 45 minute delay in the procedure. She reported postoperatively the pt experienced high intraocular pressure (iop). Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, only the empty lens case was returned inside the carton with the packaging contents. Product history records were reviewed and it was verified that the lens was accounted for at the time of final packaging. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).